Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that during the day everything was fine but at night it was the worst. The patient stated at night when they go to bed sometimes every 15 minutes they felt like they had to go to the bathroom like they have to go really bad. The patient stated they go and nothing would come out, just a trickle. The patient stated they had to run to the restroom, but nothing comes out. The patient stated the night before they had gone to the bathroom and then 10 minutes later they had to go again. The patient was not sure they had ever been programmed right, their healthcare provider had set programming but it had gradually been getting worse. The patient was advised to complete a voiding diary and adjust stimulation. The patient declined troubleshooting because they were afraid they were incompetent to make the changes and they were going out of town for a week and didn't want anything to happen. The patient stated someone suggested they may be eating too much sodium and inquired if that could possibly cause the symptoms. The patient was redirected to their healthcare provider. No further complications were reported.